Manufacturer narrative:
Evaluation result: brake cam.

Event description:
It was reported by service report that the brakes will not hold in place. No patient involvement or adverse consequences are reported.